Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. The displacement test functioned properly. However, pump had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior, problem isolated to the internal battery. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.